Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high rv and superior vena cava (svc) impedance shortly after detection was turned on. The rv lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the cause of the high impedance was that right ventricular (rv) lead pin was not all the way in the cardiac resynchronization therapy defibrillator (crt-d) header. The crt-d remains in use.